Manufacturer narrative:
The reported event of failure to interrogate was confirmed. Longevity analysis found the battery depletion to be premature. The cause of the communication failure was due to low battery voltage as a result of a premature battery depletion. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion is an internal battery anomaly.

Event description:
It was reported during an implant procedure on (B)(6) 2022 , the implantable cardioverter defibrillator (ICD) presented with failure to interrogate. The device was exchanged in the same operation. Post-procedure the patient was stable.